Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had seizures from using the insulin pump. Customer's blood glucose was going low twice in the last 30 days. Customer's blood glucose was 38 mg/dl at the time of the incident and customer's current blood glucose is 150 mg/dl. Customer was given iced tea and while he was drinking, he started having seizures and passed out. Customer starting vomiting and the ambulance was called. Customer stated there is a little white mark on the drive support cap like a scratch. Customer was hospitalized on (B)(6) 2016. Customer also went to the emergency room on (B)(6) 2015 when his blood glucose was 41 mg/dl. Customer treated with juice. Customer had another low blood glucose reading on (B)(6) 2015 with a blood glucose reading of 28 mg/dl. Customer treated with apple juice. Customer was advised to monitor the issue. Customer had only gone to the hospital once in the last 2 weeks. Customer mentioned that he was blacked out after having blood glucose of 38 mg/dl.